Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing noise. Technical services (ts) was consulted and upon review of the episodes noted that the noise was thought to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts also noted stored episodes of noise leading to untreated episodes starting approximately four months earlier. Ts discussed potential causes and troubleshooting techniques. It is noted that the patient is very athletic and active. The patient was brought in for testing and with little to no movement there was a collapse of the baseline and strong muscular noise. The sensing vector was reprogrammed, and ts was again consulted. Ts discussed that since the noise was reproducible, this is indicative of an electrode fracture. Ts advised to replace the electrode. Review of the s-ICD data found no device related concerns at this time and it was advised the device would be able to stay in service. At this time no revision procedure has occurred. The electrode remains in service and no adverse effects were reported.